Event description:
Additional info provided by the surgeon indicates the lens was removed and replaced on 12/2001. The pt indicated her symptoms were a little bit better.

Event description:
A patient reported that since receiving an intraocular lens implant, patient sees rays of light from overhead lights. The surgeon described the symptoms as severe with market nausea. The patient is unable to drive. He reported the axial length of the affected eye is 28.14mm (average axial length is approximately 25mm).